Event description:
It was reported that an ilet bionic pancreas user experienced a dexcom g7 continuous glucose monitor (cgm) brief sensor issue alert that resulted in signal loss to the ilet, and standard troubleshooting including monitoring for automatic reconnection. No clinical signs, symptoms, or conditions were reported. Outcomes included transient interruption of continuous glucose data to the ilet without medical intervention or hospitalization. User support included troubleshooting and user education. Investigation of this case revealed a temporary sensor communication or sensor performance interruption consistent with a known brief sensor issue, with the ilet functioning as designed in response to absent cgm data. It was concluded, based on previously established findings for similar reports, that the cause was sensor-related transient error with normal ilet response.